Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) - the dentist reported that he performed the dental implant removal during its installation surgery, because no primary stability was achieved. The implant was being placed in intraoral region #4 and the implant was not replaced in the same surgical act. The patient presented insufficient bone quality/ quantity (bone type IV).